Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer received a result of 12.0-14.0 mmol/l on the mobile system compared to a result of 28.7 mmol/l with a different roche system within 10 minutes. No adverse event was reported. The alleged product was requested for evaluation.